Event description:
It was reported by dealer that the irc5po2 concentrator has alarmed with a red light. The dealer did not provide any additional details. The dealer did not report any patient injury or property damage. The dealer did not provide any patient details or product usage details.